Event description:
The tech alleged the bed experienced and unintentional movement of the head down and hilow down functions. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.